Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was confirmed. It was found that the ceramic tip was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during service / maintenance of the resection sheath, the ceramic head was broken. There were no reports of patient involvement.